Event description:
The device was being used to administer pacing therapy to a pt. It was alleged that the device would intermittently prompt connect electrodes. The crew determined, that if the cable was held in a certain orientation, pacing could be continued. The pt outcome was not reported.